Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient is no longer receiving effective stimulation and experiences overstimulation. An sjm representative was unable to resolve the issues with reprogramming. Surgical intervention will be taken at a later date to address the issues as the patient has requested an explant of the scs system.